Manufacturer narrative:
(B)(4). Approximate age of device- 10 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that pump stoppages occurred associated with a high current event. The log file analysis revealed that the high current event may have been due to thrombosis or driveline compromise. The patient was asymptomatic. X-rays performed on the distal end percutaneous lead (driveline) were unremarkable. No indications of hemolysis, however additional log files submitted reported that additional pump stoppages occurred. The patient left the hospital against medical advice. No additional information provided.

Event description:
It was reported that on 18 feb 2018, the patient presented to the emergency department with complaints of continued pump stop/driveline disconnect and low speed alarm on their system controller. Log file submitted revealed a pump stop occurred 18 feb 2018 at 7:56:49 am. The momentary pump stop may have been caused by a high current event. This event occurred on battery power as did the pump stop occurrence that was previously reported. The patient¿s system controller was exchanged and they were discharged on (B)(6) 2018. On (B)(6) 2018, the patient reported continued alarms. The vad team felt it was best and the patient underwent a pump exchanged on (B)(6) 2018.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Evaluation of the left ventricular assist system (lvas) confirmed drive line damage. The device was returned assembled with the drive line cut approximately 3.5 inches from the pump housing and the distal portion was returned measuring approximately 34.5 inches. The sealed inflow conduit was returned attached to the inlet pump port. The sealed outflow graft conduit was returned detached from the outlet elbow. Visual inspection of the outer silicone jacket did not reveal any damage. No damage to the bionate layer was observed. Prior to removal of the bionate layer, electrical continuity testing did not reveal any discontinuities or shorts. Metal shielding breakdown was noted at the nipple of the pump housing. Visual inspection of the underlying wires identified insulation breaches to the orange, yellow, black, and brown wires approximately 2.75 inches from the pump housing, exposing the conductors within. An additional insulation breach was identified on the red wire at the nipple of the pump housing. The distal portion of the drive line was submerged in a saline bath for high potential testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. No further insulation breaches identified. The observed wire damage appeared to be the result of abrasion against the metal braided shield due to repetitive flexing at these locations. If the exposed conductors of the damaged wires made simultaneous contact with each other or the metal braided shield, the resulting electrical phase to phase short could have contributed to the pump stoppage or low speed events captured in the log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.